Event description:
On (B)(6) 1994, at (B)(6), reporter says she had depuy plates, knobs and screw implanted in her legs, arms and foot after a car accident. About two years ago, she began to notice swelling and popping around surgical sites. Now she feels excruciating pain and the swelling is getting worst. She says this is because the screws have become loose. Also she has poor circulation in her legs and fears this may cause clots. She is talking to her doctor at the moment who has advised she gets revision surgery.